Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The battery was determined to have met expected longevity, however, the device was unable to complete all returns testing for electrical performance due to the depleted state of the battery. As a result, laboratory analysis did not identify any device characteristics that may have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that during a follow up visit, this pacemaker revealed a right atrial (ra) lead safety switch had occurred. Impedance measurements were slightly elevated, however not high out of range. In addition, a low range impedance measurement was obtained. The patient with this lead is atrial dependent. Threshold measurements were normal. An internal technical service consultant was contacted who provided additional information regarding lead safety switch conditions. The device was returned several years following the reported observations without further allegation. No adverse patient effects were reported. Available information indicates the ra lead remains in service.